Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was used, not in its original packaging, and decontaminated. The dso and uso seal were worn, and the lcd lens was scratched. The reported complaint could not be duplicated by functional testing; complaint was not confirmed. No root cause could be determined as no device problem was found. The lcd lens, dso and uso seals were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Additional information is provided for d.10, h.2. H.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was used, not in its original packaging, and decontaminated. The dso and uso seal were worn, and the lcd lens was scratched. The reported complaint could not be duplicated by functional testing; complaint was not confirmed. No root cause could be determined as no device problem was found. The lcd lens, dso and uso seals were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was used, not in its original packaging, and decontaminated. The dso and uso seal were worn, and the lcd lens was scratched. The reported complaint could not be duplicated by functional testing; complaint was not confirmed. No root cause could be determined as no device problem was found. The lcd lens, dso and uso seals were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported the device exhibited charging issues during infusion. Pump has come in multiple times for charging issues. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.